Event description:
It was reported that at implant the pulse generator refrained from ventricular pacing when the atrial lead was removed from the header. The pulse generator was replaced and returned for analysis.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: complaint could not be confirmed. Ventricular output remained consistent when atrial load was removed. Normal electrical characteristics and device function were measured through all mechanical, electrical, and thermal stress tests.